Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported to have injected a patient in the lips with .3 ml of juvéderm ultra¿ xc. Two weeks later, the patient experienced intermittent and persistent transient late edema at the injection site. On the same day, the patient began treatment with prednisolone for 2 days. The symptoms resolved 2 days later with the prednisolone use. After 33 days, patient experienced the second episode of late lip swelling, always painless and feverless, only swollen. The patient was treated with prednisolone for 3 days. The patient is worried with these occurrences of swelling. The episode repeats itself in intervals of time. ¿the symptoms have been recurrent: symptoms always appear, then patient takes prednisolone for 2 days and they improve¿. Patient refuses hyaluronidase. The symptoms have not resolved.